Event description:
According to the reporter, on an open laparotomy, during rectal tumor resection, when the first five reloads, which were 4 black reloads and 1 purple reload, were loaded, the device recognized the reloads slower than usual. There were also other issues with the reloads. With the first black reload, the device was fired with difficulty. The reload crawled and stapled only the start. The staple line was incomplete distally. The following reload used was then fired next to the staple line to continue the stapling. The third black reload used was bent at the joint connected to the adapter. The insertion of the reload into the trocar was difficult so it was not used. It was stated that the reload was also difficult to unload from the adapter since the reload was bent at the adapter link. The purple reload, aside from being slowly recognized, was also slow to carry out activities than usual. When the reload was fired, the staple line was incomplete distally. The next reload was fired next to the staple line to fix the issue. It was stated that more pressure was needed to fire than usual. After using the fifth reload, the shell, handle, and adapter was replaced. The resection of the rectum was finished. The surgical time was extended for 15 to 30 minutes due to the product problem. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full complement of staple. The proximal end of the reload adapter was broken. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. It was also reported that the user experienced difficulty in the insertion or removal of the device to or from the port, the calibration of the device took longer than expected and the device had bent out of its intended shape. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: sigpshell(sig power sigpshell control shell, lot number: n2g0391y); sig45axt (tri 2.0 sig45axt 45 xtra thk 15mm, lot number: n0f0408y); unknown egia su (unknown endo gia sulu, lot number: unknown); unknown egia su (unknown endo gia sulu, lot number: unknown); egia60amt (egia60amt egia 60 artic med thick sulu, lot number: p2d0503); sigphandle (sig power sigphandle handle, serial number: unknown); unk-sigadapt (unknown signia egia adapter, serial number: unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open laparotomy, during rectal tumor resection, when the first five reloads, which were 4 black reloads and 1 purple reload, were loaded, the device recognized the reloads slower than usual. There were also other issues with the reloads. With the first black reload, the device was fired with difficulty. The reload crawled and stapled only the start. The staple line was incomplete distally. The following reload used was then fired next to the staple line to continue the stapling. The third black reload used was bent at the joint connected to the adapter. The insertion of the reload into the trocar was difficult so it was not used. It was stated that the reload was also difficult to unload from the adapter since the reload was bent at the adapter link. The purple reload, aside from being slowly recognized, was also slow to carry out activities than usual. When the reload was fired, the staple line was incomplete distally. The next reload was fired next to the staple line to fix the issue. It was also reported that the control buttons of the device performed incorrect activities. When the button to move the reload to the right was pressed ,the reload would instead open. When the button to articulate the reload to the left was pressed, the reload would close instead. It was stated that more pressure was needed to fire than usual. The shell was replaced, and the resection of the rectum was finished. The surgical time was extended 30 minutes or more due to the product problem. There was no patient injury.